Event description:
It was reported that during an unknown procedure, the clips will not hold after placing. The clips fell off of the tray. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Cartridge the analysis results of the device found that it was received with the cover separated from the base and with two preformed clips. The latch feature was evaluated and no anomalies were noted. In order to avoid this kind of issue, it is recommended to insert the clip cartridge into the loading base. Grasp the applier in the box lock area using pencil grip technique. Insert the jaws of the instrument into the individual cartridge slot, making sure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. This finding is not related with the event reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Pt was revised to address mid-flexion instability. The femoral component was internally rotated.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.